Event description:
The customer alleged that the gi scopes were soaked for only five minutes in the 14-day cidex. The scopes were reported to have been used on multiple pts. However, no further information was provided. An asp customer care reviewed the instruction for use to the customer. The customer refused to provide facility contact information.